Manufacturer narrative:
The customer reported that the whole department in hub one went into signal loss with all the transmitter devices for approximately 10 to 20 seconds. No consequence or impact to the patients was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Below is the exact description of the customer complaint: monitors loss connection in hub one for approximately 10-20 seconds and then back on. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: approximate age of device. No serial number was provided, so the age of the device is unknown. Additional device information: concomitant medical devices: the following devices were used in conjunction with the transmitter in this report. Transmitters model #: ni. Sn #: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni. Unique identifier (UDI) #: ni. Central nurse's stations (cns) model #: ni. Sn #: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni. Unique identifier (UDI) #: ni. Orgs model #: ni. Sn #: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the whole department in hub one went into signal loss with all the transmitter devices for approximately 10 to 20 seconds. No consequence or impact to the patients was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at mercy health partners reported that whole department in hub one went into signal loss with all the transmitter devices along with zm-530pa for approximately 10-20 seconds. Service requested: assistance in troubleshooting service performed: customer reported that the whole department went into signal loss for approximately 10-20 seconds. Customer has provided department logs for reporting the issue, however customer would not share any additional information. The root cause of the issue could not be identified due to lack of information as the customer refuse to share any related information to the issue. Investigation conclusion: the root cause of the issue could not be identified due to lack of information as the customer refused to share any information related to the issue.

Event description:
The customer reported that the whole department in hub one went into signal loss with all the transmitter devices for approximately 10 to 20 seconds. No consequence or impact to the patients was reported.